Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat lesion located in the carotid/cerebral artery. After deployment of the absolute pro self-expanding stent, it was not possible to pull the delivery system out of the patient's anatomy because the tip (nose cone) got stuck at the distal end of the implanted stent. While slightly pushing (advancing), the delivery system got stuck at the proximal end of the stent. Neither by pushing, nor pulling, the delivery system would not release, however, after multiple attempts of slightly pulling and pushing and while torquing the stent delivery system, it was released successfully. After removal of the delivery system, it was noted that the tip of the delivery system was a little bit damaged. The stent was post-dilated. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The resistance was not confirmed as it was based on case circumstances. A cine cd was returned and reviewed by an abbott vascular clinical specialist. The cine did not confirm the reported issue. The investigation determined that the cause for the reported difficulties was likely due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The lesion being treated was in the distal superficial femoral artery that was moderately calcified. No additional information was provided.